Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, h3, h6, h11. Correction: g1 (contact office email corrected to olympusmdrcontact@olympus.com). This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error and no image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone to report an e315 error on multiple scopes and towers. The customer had sent in 10 scopes. They had 6 loaner scopes, all of which were giving an e315 error code. The customer informed that this was happening on all four towers. They were not hot swapping scopes. The customer had cleaned the gold connectors with an alcohol prep pad as well. Customer denied any leaks or water coming from the scopes. It was advised that the customer keep track of serial numbers. It was advised to take the scope with the error to each room, as she had been doing, and check if the error was persistent. I advised her to swap around the cv/clv-190. The device would not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e315 error message. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.